Event description:
A malfunction alarm was reported without any notable preceding events. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided pump reset information and assisted the customer in resetting the pump. The malfunction did not recur, and the customer was advised to continue using the pump and to contact technical support if the issue reappeared.